Event description:
The customer rep0rted the ventilator was alarming for an unknown reason while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported he was unable to duplicate the customer reported event. The service technician performed extended self testing (est) which failed due to the heated filter back pressure out of range. The service technician confirmed a diagnostic code in the ventilator log indicating there was a pressure differential detected by the ventilator. A detacthed occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter to correct the problem. Est was repeated and passed to operating specifications. The device performed to specification in this condition. Filter replacement must be performed at manufacturer recommended intervals. User maintenance contributed to this event due to an occluded filter.